Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified. Expiry date: 12/2022.

Event description:
It was reported that during a stent placement procedure, the stent was partially deployed. It was further reported that the another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure, the stent was partially deployed. It was further reported that the another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample has been returned to the manufacturer for evaluation. Therefore, the investigation is confirmed for the reported partial deployment issue. The reported event may be related to a difficult patient anatomy or a challenging placement site leading to increased friction during deployment. Insufficient flushing of the device or use of inadequate accessories may be contributing factors. In this case, the system was flushed. Based on the information available, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product, it was found that the instructions for use sufficiently address the potential factors. Regarding preparation the instructions for use states: 'prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Furthermore, the instructions for use states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Regarding accessories the instructions for use states: 'the use of a superstiff guidewire is recommended for stent graft placement.' And 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure.' The packaging labels indicate the use of 8f introducer size. H10: d4 (expiry date: 12/2022), g3. H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.